Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level reported. After clinical support exhausted troubleshooting options, pump replacement was deemed necessary, and arrangements were made for the customer to receive a replacement while continuing to use the current pump until it arrives.